Manufacturer narrative:
The service found out that the occlusion pressure of the pump was within specifications (12 kg), thus what was claimed by the customer was unfounded. The pump underwent the regular maintenance service. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported "occlusion pressure too high.